Event description:
The customer reported that during a patient use event, the device repeatedly gave the "artifact detected" prompt. The patient outcome is unknown.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.